Event description:
A customer from (B)(6) reported a misidentification of trichophyton menta as trichophyton interdigitale in association with the vitek ms instrument. The customer stated they received several identifications of trichophyton interdigitale when they suspected trichophyton menta, as the samples were taken from nails and scalp. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux requested information from the customer for a retrospective analysis. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
A customer from israel reported a misidentification of trichophyton menta as trichophyton interdigitale in association with the vitek® ms instrument. The customer stated they received several identifications of trichophyton interdigitale when they suspected trichophyton menta, as the samples were taken from nails and scalp. An internal biomérieux investigation was performed. Conclusion on the system: -system was operational during the testing (fine tuning indicators - acceptance criteria was good) -spot preparation was good (the "all peaks number" from the calibrator strain was quite homogeneous) conclusion on the identification: -based on the information provided, the most probable identification is t. Mentagrophytes. Suspected cause of the issue: -system limitation as there is a possibility of cross-identification between trichophyton mentagrophytes and trichophyton interdigitale; however, this limitation is described in the user manual supplements - 161150-556 - b - en - vitek ms clinical use - v3.0 knowledge base, table called "cross-identification of displayed taxa".